Event description:
The (B)(6) noticed that one pressure sensor stopped functioning during use. Anyway they used the device for two days (lot number: 70057729). (B)(4).

Manufacturer narrative:
(B)(4).